Event description:
The customer stated that the pump for the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) is not working. The device displays check water trap and sample line. Biomed reports device has no flow. MFR # 8030229-2015-00160.